Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has exhibited variable right ventricular (rv) lead shock impedance measurements from approximately 88 ohms to 136 ohms, which is high and out of range, with an average measurement of approximately 110 ohms. The rv lead is not a boston scientific product. The shock impedance was noted to be 102 ohms at the time of the most recent device replacement procedure over one year ago. Boston scientific technical services (ts) indicated that this is within the normal specification range but higher than typically observed. Ts explained to the healthcare provider (hcp) that at a shock impedance measurement of 145 ohms, a fault code may be observed and at measurements higher than 145 ohms, shock energy may be truncated. Ts provided guidance to keep a close eye on the shock impedance measurements and if the average continues to increase, a commanded maximum energy shock test should be considered to determine the impedance during a shock. The products remain in-service. No patient symptoms or adverse patient effects were reported.